Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Upon visual investigation, it was noted that one of the tips was broken, and the other two tips were bent. The broken piece was not returned for a proper investigation. Functional testing reveals that the devices work with the suture wire as required. The most likely cause of this event is the excessive force applied to prying/leveraging the device during insertion. This damage is indicative of misuse.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an arthroscopic bankart surgery three devices failed. From one device the tip broke off and the tip of the other two devices got bend. All broken parts were retrieved from the patient. The surgeon had to search for the part in the shoulder that broke off. The surgery was finished successfully with a different device from another manufacturer. It was not necessary to switch the surgical technique or do a second surgery.